Manufacturer narrative:
The recharger with model 97755 and serial# (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot/serial#(B)(6), product type: programmer, patient product ID 97755, lot/serial# (B)(6), product type: recharger, product ID neu_unknown, lot/serial# unknown, product type: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for at least the past 6 months or longer they have been having issues when trying to charge the implant and controller. Caller mentioned seeing a message that they need to charge their controller and it was going quite a while now. Caller stated that it kept telling them no device found even it's plugged into the recharger. Caller added that one day they heard something rattling around inside the controller. Agent walked caller through removing the battery pack. Caller inserted the battery. Agent asked to plugged the ac power supply to the controller and confirmed steady green light above screen. Caller confirmed that the ac power supply cord was loose in one end. Agent understood that it was the ac power supply charging port. Caller also noted that there was a little bent where the paddle and cord meet and that's where it got really hot. Caller denied any burn marks. The issue was not resolved. A request was sent to the repair department to replace the controller, ac power supply cord and recharger. Caller also menti oned this problem to their managing healthcare provider (hcp).